Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on this information, the difficult or delayed positioning (leaflet grasping) was due to a combination of the patient anatomy (short leaflet) and operational context. Additionally, the reported failure to follow instructions was due to user error of omitting some steps from the instructions for use (IFU). The reported clip opening and single leaflet device attachment (slda) were cascading effects of the user not performing some steps from the IFU. The reported slda was also likely influenced by the patient anatomy (short leaflet length) and the challenges encountered in leaflet insertion. The reported migration (partial clip movement) was a secondary effect of the establishing final arm angle (efaa) troubleshooting attempts. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Nad1: brand name updated. D4: catalog no. Updated. D4: UDI number updated.

Manufacturer narrative:
Exemption number e2019001. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report clip opening while establishing final arm angle (efaa) and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two mitraclip¿s were successfully implanted at a2p2. A third mitraclip was inserted and attempted to be placed at a2p2/a3p3; however, grasping was difficult due to insufficient leaflet insertion of the posterior mitral leaflet (pml). It was noted that there was an deep indentation on the posterior leaflet in between p2 and p3 where the clip was attempted to be implanted. Once grasping was successful, the clip was closed. The deployment sequence was started, but after the lock line was removed, the clip opened approximately 60 degrees while establishing final arm angle (efaa). It was noted that the physician did not follow all steps per the instructions for use (IFU). The clip remained attached to both leaflets; therefore, the clip was closed and efaa was successfully performed. After deployment, the clip lost stability but the leaflets were still inserted in the clip. After observing the clip, the physician decided to remove the gripper line. However, transesophageal echocardiogram (tee) showed the third clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that the slda occurred while removing the gripper line. No resistance was noted when removing the gripper line. No additional clips were implanted, and mr reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.